Event description:
Devices are being received with discoloration. Manufacturer response for wrap, sterilization, halyard (per site reporter) field representative was notified of defective devices. Product complaint was filed, and devices were returned to their quality department.